Manufacturer narrative:
On the previously summitted report, the device problem code was missing from the report.  It is corrected on this report.

Manufacturer narrative:
In MDR 2518422-2019-02957-2, section h1, type of reportable event was checked incorrectly as death; it has been corrected and updated to reflect the malfunction in this report.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step. The device was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated. The device was found to operate and alarm as designed.

Event description:
The manufacturer received information alleging a ventilator failed a test step. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.